Manufacturer narrative:
An elevated complaint investigation will be conducted; a follow-up report will be sent once this is complete.

Event description:
The customer reported that while cleaning the system liquid waste bottle on the m2000sp (09k14-02) instrument serial number: (B)(4), some liquid splashed into the technician's eye. The technical application specialist (tas) advised the affected person to wash their eye thoroughly using a eye-wash for 15 minutes and also advised customer to immediately call the work doctor to arrange for a post-exposure prophylaxis. The customer who had been in contact with the liquid waste has consulted the doctor and is under post exposure prophylaxis treatment.

Manufacturer narrative:
Updated b5 to clarify that the user was wearing ppe (personal protective equipment) except for safety goggles, therefore the liquid waste reached the eye. Updated medical device problem code to include 1670 in addition to 1354. Investigation into this complaint included a service history review, a quality data review and a complaint history review. Investigation is summarized as follows: service history review: service history for m2000sp serial number (sn) (B)(6) revealed the instrument was installed in april of 2021 at the complaint customer site in berlin, germany. A review of service tickets did not identify any additional tickets related to the liquid waste system. Labeling review: m2000sp operations manual 200681-109 - march 2016, was reviewed. Review concluded there is applicable labeling to identify the relevant information related to the m2000sp instrument in regard to cleaning the liquid waste bottle and the need to use appropriate ppe (personal protective equipment). Nonconformance (nc) / corrective and preventive action (CAPA) search a search of nc and CAPA (nc/CAPA) records was performed for instances related to the m2000sp instrument system, base list number (ln) 09k14. Nc/CAPA history review did not identify any related records in the last two years. Complaint history review: complaint history review showed that over the last two years from the date of the complaint ticket, the elevated complaint ticket under investigation was the only ticket where a user splashed liquid waste into the eye of another operator while cleaning the liquid waste bottle. Based on the results of the investigation, a product deficiency was not identified for the m2000sp eseries instrument system, ln 09k14-02.

Event description:
The user was wearing ppe (personal protective equipment) except for safety goggles, therefore the liquid waste reached the eye.